Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient passed away approximately two days following implant of the cardiac resynch ronization therapy defibrillator (crt-d). The patient's spouse suspected the patient had a "bad device." Follow-up with the patient's clinic indicated the cause of death was checked as "natural" with atherosclerotic heart disease.